Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three occlusion issue events on 18 may 2026. The blockage was at the site. The blood glucose level was 500 mg/dl and the patient was treated with multiple daily injection and correction bolus via pump.